Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: 2007. Revision of knee components due to pain at the patella level and beginning of femoral and tibial loosening. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of loosening, wear, or infection. Pain is listed in the product labeling under total joint surgery risks.

Event description:
Index surgery: 2007. Revision of knee components due to pain at the patella level and beginning of femoral and tibial loosening. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
A review of the labeling, shows that it is a known complication that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the loosening and subsequent revision related to pain, cannot be conclusively determined; however, it is most likely related to the patient's underlying condition. This device is used for treatment not diagnosis.

Event description:
This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00347, 1038671-2017-00348, 1038671-2017-00349 and 1038671-2017-00350.